Event description:
It was reported that a patient received a questionable result when testing with coaguchek xs meter serial number (B)(4). The specific date of the event is not known. On (B)(6) 2021, it was reported that the patient received a high result when testing with the meter one week prior. When checking the result in the meter's patient result memory, the results were displayed in units of seconds with an incorrect date and time. The settings were updated to display units of inr and the date/time were also then set correctly. The patient had the following meter measurements on unknown dates and times prior to the complained meter measurement: 1.8 (21.9 sec) inr, 2.0 inr (23.4 sec), and 1.8 inr (21.0 sec). The complained meter result measured approximately 1 week prior to (B)(6) 2021 was 1.3 inr (15.1 sec). This value was not reported to the patient's doctor. The patient then went to the emergency room for testing on an unknown date and time. A sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 2.4 inr. The patient was then sent home. The patient's therapeutic range was only provided as "2.5 inr".

Manufacturer narrative:
The customer declined further assistance so the meter and test strips could not be requested for investigation. Replacement product was offered to the customer, but declined. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Initial reporter occupation - the occupation is patient/consumer.

Manufacturer narrative:
The meter is provided to u.s. Customers pre-set to the measuring unit inr. There are two additional measuring units on the meter: %quick (%q) and seconds (sec). In the u.s., the most accepted unit of measure is inr. Roche has communicated to all impacted customers instructions on how to confirm results are displayed in the measuring unit inr and the steps to take to change the measuring units back to inr if the meter is displaying the units sec or %q. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."